Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, requesting help with a gas gain alarm that had been going off at night. He confirmed secure connections and no blood in tubing. User stated that after performing an iab fill, the alarm stopped. User had been hitting start instead of using the iab fill key. The esp personel explained the alarm nature and offered troubleshooting help.user appreciated the support and was provided with contact information for further assistance. No harm or injury reported.